Manufacturer narrative:
Explant date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient had to go back to operating room for an axillary hematoma. The procedure outcome was noted to be successful.